Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the cable appeared to be stressed at the body of the head, the cable was replaced accordingly. It was also noted that the device had no telemetry and failed all uplink amplitude tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).